Manufacturer narrative:
During investigation on (B)(6) 2022, the autopulse platform (sn (B)(4) failed functional testing and displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up the device. The root cause of the observed (ua) 07 error was due to a failure of both load cell modules. The broken/cracked cover and load cell failures were likely attributed to mishandling such as a drop, or the age of the platform. The platform was manufactured in jan. 2012 and is over 10 years old, past the service life of 5 years. Upon visual inspection, the top cover was cracked and missing screws and both of the top cover's head restraint wires were cut/damaged. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The missing head restraints and cracks do not render the autopulse platform non-functional. Because the platform is a demo device, and therefore not for clinical use, zoll korea has decided not to replace the top cover. Also, unrelated to the reported complaint, the encoder drive shaft did not rotate smoothly and exhibited binding and resistance, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate deburring was performed to remedy this issue. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed that both load cell modules were over-reporting. The load cells were replaced to remedy the (ua) 07 error after the service and replacement of the defective parts, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During investigation on (B)(6) 2022, the autopulse platform (sn (B)(4) failed functional testing and displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up the device. No patient involvement.

Manufacturer narrative:
(Provide narrative/ data) was corrected. This report is being sent to retract the initial MDR. This autopulse platform is a demo device and was not used on a patient. Therefore, this event is non-reportable.